Event description:
It was reported that an ilet user experienced a pairing failure between the ilet and a dexcom g7 sensor because the ilet had been configured for a different cgm type; after the cgm setting in the ilet was corrected to dexcom g7, the device successfully paired and began receiving sensor data. Symptoms included an elevated glucose level consistent with recent food intake, without reported adverse clinical effects. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed user configuration error that prevented initial cgm pairing, which resolved after correcting the cgm selection. It was concluded that the device functioned as designed and that incorrect setup led to the reported issue, with no device malfunction identified.